Manufacturer narrative:
Concomitants medical products: serial #: (B)(4), category #: a10012 - gps implant kit v2. Serial #: (B)(4), category #: 208-06-03 - cc distal fem augment sz 3, 10mm. Serial #: (B)(4), category #: 02-012-50-3011 - logic fit/rbk augment 1/2 block sz 3, 5mm. Serial #: (B)(4), category #: 02-012-50-3011 - logic fit/rbk augment 1/2 block sz 3, 5mm. Serial #: (B)(4), category #: 208-06-03 - cc distal fem augment sz 3, 10mm. Serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw. Serial #: (B)(4), category #: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. Serial #: (B)(4), category #: 02-010-06-0330 - logic cc femoral size 3, right. Serial #: (B)(4), category #: 02-012-60-1440 - logic stem ext 14mm x 40mm. Serial #: (B)(4), category #: 02-012-60-1440 - logic stem ext 14mm x 40mm. Serial #: (B)(4), category #: 02-012-61-2000 - logic offset stem ext coupler 2mm.

Event description:
It was reported via clinical study, that the 56 yo female patient experienced prepatellar bursitis of the right knee causing pain, swelling, and locking in right knee joint. Small joint effusion and prepatellar subcutaneous edema was noted on the MRI. The date of adverse event onset is (B)(6) 2022. The treatment recommended was exploration of knee joint with revision of tibial insert and rebalancing of knee joint. The patient¿s outcome was last known as continuing.

Event description:
It was reported via clinical study, that the 56 yo female patient experienced prepatellar bursitis of the right knee causing pain, swelling, and locking in right knee joint. Small joint effusion and prepatellar subcutaneous edema was noted on the MRI. The date of adverse event onset is 09-13-2022. The treatment recommended was exploration of knee joint with revision of tibial insert and rebalancing of knee joint. The patient¿s outcome has been updated to resolved by revision surgery on (B)(6) 2023. The case report form indicates this event is definitely related to device and possibly related to procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
1038671-2024-04176, 1038671-2024-04178 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3, h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, health effect - impact code, medical device problem code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial subsidence, instability and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Prior patient related conditions also may have contributed to the reported events. Potential contributions of user related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.